Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was not related to the ins, but related to the stimulation.

Event description:
A healthcare professional for a clinical study reported, via a manufacturer representative, that there was a return of symptoms during the day. It was unknown what factors may have led or contributed to the issue. Reprogramming was performed on (B)(6) 2016 and the issue resolved. The patient's medical history includes idiopathic functional incontinence since 2010. The event was assessed as not serious, not linked to the procedure and linked to the stimulator and the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.